Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the device could not be interrogated in clinic. A message for device in back-up vvi appeared and it was noted that hardware eri was reached. No further troubleshooting could be performed due to low battery status. No symptoms related to this device behavior could be confirmed. Device was explanted and replaced.